Event description:
Anaphylactic shock secondary to latex glove and diaphragm. Occurred within minutes of diaphragm fitting. Pt developed hypotension, laryngeal spasm, and bronchoconstriction necessitating immediate emergency intervention.